Manufacturer narrative:
Approximate age of device is not known. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was at the clinic, multiple alarms involving low flow and pump stop were noted within the history. It appeared that the patient had been switching system controllers while at home, however, the clinic was unable to follow the patient¿s account of the events. It was believed that the patient heard a battery alarm and assumed the alarm required a system controller exchange. The patient was re-educated on alarms and appropriate action steps to resolve alarm conditions. The patient was reported to be symptomatic at the time of the event. The system controller log files were reviewed by the manufacturer¿s technical services representative. A pump stoppage was observed due to the driveline being disconnected for approximately 5 minutes before reconnection. The pump re-started for approximately one minute until the driveline was disconnected again and the power source removed, consistent with a system controller exchange. On (B)(6) 2016, data was recorded again, indicating that the patient switched back to the original system controller. No pump stops were recorded within the log file after (B)(6) 2016. On 05/25/2016 it was reported that the patient was stable at home. Further information was requested but not provided.

Manufacturer narrative:
The report of pump stoppage events, low flow hazard alarms and the patient switching their system controller was confirmed based on the evaluation of the submitted log file; however, a device related issue could not be confirmed through this evaluation. The system controller was not returned for analysis. According to the design of the system, the system controller will alarm with a low battery power advisory alarm 5 minutes after being connected to a mobile power unit with the power connections being swapped. Despite this alarm the system controller will continue to supply power to the system controller. No further information was provided. The manufacturer is closing its file on this event.